Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ infusion set tubing clamp was defective, allowing for unregulated flow. The following information was provided by the initial reporter: "flow rate is out of control, although the roller clamp was fully locked."

Event description:
It was reported that the bd¿ infusion set tubing clamp was defective, allowing for unregulated flow. The following information was provided by the initial reporter: "flow rate is out of control, although the roller clamp was fully locked."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-apr-2022. H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally, a sample was received for to aid in our investigation. Our engineers subjected the returned device to high pressure fluid testing while the tubing was clamped. During the course of testing the clamp was able to maintain a seal. Further visual observation was conducted on the clamp component, which was unable to identify any obvious abnormalities or deformities. Finally a destructive dissection of the tubing was conducted to adequately measure the interior and exterior diameter of the tubing at multiple intersections. All tested sections return values that were within the product specifications. Unfortunately, our engineers were not able to confirm the reported non-conformance based on the available data. Without the ability to replicate the reported non-conformance our engineers were not able to determine a root cause for this event.